Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) the unit was not reading the fiber optic cable and was alarming no pressure source.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: b5.

Event description:
It was reported that during use on a patient cvicu rns called for assistance in obtaining an arterial line waveform on the cardiosave intra-aortic balloon pump (iabp). The patient had just transferred in from an osh. I went through troubleshooting; the console the patient was currently on was not reading the fiber optic cable and was alarming ¿no pressure source.¿ they were able to successfully change out the console and the fiber optic cable is now working. The affected pump was tagged for biomed and immediately taken off the unit.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) was not reading the fiber optic cable and was alarming ¿no pressure source. They were able to successfully change out the console and the fiber optic cable is now working. The affected pump was tagged for biomed and immediately taken off the unit. There was patient involvement and no patient harm reported. A getinge field service engineer fse was dispatched to the site to evaluate the unit. The fse was not able to reproduce the reported issue, but did notice that the fiber optic port needs to be replaced. The part was replaced and the unit was then cleared for clinical use and returned to the customer.